Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during a therapeutic esophageal procedure the sonicbeat's tissue grasping jaw broke off and fell into patient's cavity. They found it and removed it. The jaw did not touch any metal during the procedure. The procedure was completed with a backup olympus device. There was no patient injury or medical intervention associated with this event.